Event description:
Boston scientific received information that this implantable right atrial (ra) lead dislodged. A revision procedure took place and the lead was surgically abandoned. A new ra lead was successfully placed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.